Manufacturer narrative:
(B)(6). Occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method sometime prior to (B)(6) 2019. The specific date of event was not known. The result from the meter was 4.0 inr. The result from the laboratory within 1 hour was 2.8 inr. The customer's therapeutic range is 2.0 - 3.0 inr.